Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer was admitted to hospital due to diabetic ketoacidosis and high blood glucose of 420 mg/dl on december 20. Customer was treated with insulin drip. Customer¿s mother stated that customer was fatigued, vomiting, and having trouble breathing properly. Customer declined troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.